Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by an affiliate in france that during an unspecified surgical procedure on an 11/21/2023 the vapr tripolar device was not aspirating since installation. Another like device was used to complete the procedure. There was a five minute delay while another device was retrieved. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the tip is in a used condition with tissue debris around the active tip and in the suction holes. The handle, cable and plug assemblies were in good condition. Procedural residue visible in suction tube. The device passed successfully the electrical checks. The device failed the flow test before and after activation. Ablation and coagulation function worked as intended. The customer stated that 'no aspiration performed since installation of the device'. Visual inspection recorded that the suction holes were blocked by tissue debris. The complaint was substantiated with the device being unable to achieve minimum flow specifications. The blockage was at the distal end of the device caused by tissue debris. Suction remains blocked after activation so additional unblocking techniques using a syringe was attempted. This was unsuccessful in clearing the blockage and the device remained blocked. A thin gauge wire was fed through the suction tube to locate the blockage. The blockage was located at the distal end underneath the active tip. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre-mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as "as low as reasonably achievable" (alra). Based on a review of the investigation findings no containment or correction action related to the individual complaint is required. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.